Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The device was used for an off label indication; concomitant medical products: product ID 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Van der wilt, a.a., van wunnik, b.p., sturkenboom, r., han-geurts, i.j., melenhorst, j., benninga, m.a., baeten, c.g.m.I., breukink, s.o. Sacral neuromodulation in children and adolescents with chronic constipation refractory to conservative treatment. Int. J. Colorectal dis. 2016. 31(8):1459-1466. Doi 10.1007/s00384-016-2604-8. Summary: the aim of this study was to evaluate whether the short-term effects of sacral neuromodulation (snm) in children and adolescents with constipation are sustained over prolonged period of time. Reported events: patient 11: a (B)(6) female patient with sacral neuromodulation (snm) for refractory constipation had their electrode removed within a year post-implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.